Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per additional information received via email on (B)(6) 2024, it does not detect the level. Problem indicated by the customer but not found nor reproduced by the technician. The problem was probably caused by an incorrect loading procedure on the part of the customer. Flow problem found before preventive maintenance. Replacing the circulation pump and replacing the water solved the problem.

Event description:
It was reported that per additional information received via email on 25apr2024, it does not detect the level. Problem indicated by the customer but not found nor reproduced by the technician. The problem was probably caused by an incorrect loading procedure on the part of the customer. Flow problem found before preventive maintenance. Replacing the circulation pump and replacing the water solved the problem.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A review of the DHR did not show and problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "fill reservoir. 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution. Contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.